Manufacturer narrative:
Philips received a complaint on the tempus pro indicating that the device had trouble discerning rhythm rate on patient. Monitor read 57 while patient was 210. The bench technician was unable to replicate the complaint. The unit has been tested the logs have been evaluated and confirmed by rdt that all functions are working correctly. The device was run in for an extended period of time to ensure proper operation. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that tempus pro monitor had trouble discerning rhythm rate on patient. Monitor read 57 while patient was 210. The complaint was escalated to the technical investigation and the results indicate that complaint is unconfirmed. However philips stared to investigation the reported complaint and a final report will be submitted once the investigation is complete.